Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting loss of capture and pacing inhibition with asystole of 6 seconds on the right ventricular channel. Another device was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting loss of capture and pacing inhibition with asystole of 6 seconds on the right ventricular channel. Another device was implanted instead. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information was corrected on the following fields: h6: impact codes.

Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting loss of capture and pacing inhibition with asystole of 6 seconds on the right ventricular channel. Another device was implanted instead. No further adverse patient effects were reported.